Event description:
It was reported that the device malfunctioned, and the patient was returned to surgery to have it replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without the device serial number, a manufacturing date can not be determined.